Manufacturer narrative:
An event of left bundle branch block lead to complete heart block requiring implant of a permanent pacemaker was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that there was no calcium extending beneath the aortic annular plane and the final implant depth on the ncc was 5.01 mm. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6) - envision ide study (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor vision valve was implanted in a patient. There was no calcification noted extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 5.01mm. On (B)(6) 2024, the patient troponin was elevated post procedure. No treatment necessary. On (B)(6) 2024, the patient had left bundle branch block, no treatment was provided. On the same day the patient had new second-degree atrioventricular block type ii noted on electrocardiogram, progressing into completed heart block. The patient had a prolonged hospital stay for monitoring of rhythm. Electrophysiology was consulted and a leadless permanent pacemaker was implanted on 22 april 2024. The patient is stable at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was implanted in a patient. There was no calcification noted extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 5.01mm. On (B)(6) 2024, the patient troponin was elevated post procedure. No treatment necessary. On (B)(6) 2024, the patient had left bundle branch block, no treatment was provided. On the same day the patient had new second-degree atrioventricular block type ii noted on electrocardiogram, progressing into completed heart block. The patient had a prolonged hospital stay for monitoring of rhythm. Electrophysiology was consulted and a leadless permanent pacemaker was implanted on (B)(6) 2024. The patient is stable at the time of report.